Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the au480 chemistry analyzer. Cts ordered new mid standard solution and recommended tubing replacement. Cts followed up with the customer and confirmed that replacing the mid standard solution and ise tubing resolved the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k), patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. Data was provided for three patient samples.